Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery and excessive motor error alarms. The customer's blood glucose reading was 180mg/dl at the time of incident. Troubleshooting found that the pump failed the high pressure test the first time but passed the second time. Pump passed the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion, prime, excessive no delivery or verify the excessive no delivery alarm tests due to the motor error alarm. The pump was received with normal operating currents and passed the self-test, unexpected restart, rewind, basic occlusion and displacement tests. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.